Event description:
It was reported at routine follow up, externalized conductors were observed via imaging. No electrical anomalies were noted. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.